Event description:
The customer reported an audible alarm does not appear. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer onsite to evaluate the device in question. The rse indicated during an evaluation of the system and a review of the system logs the system issue of the alarms not appearing was confirmed. The rse provided the customer information on the device behavior. The rse indicated to the customer that the system alarm delay is entirely normal, as long as the alarm is not acknowledged. The rse indicated that the central station considers that the first alarm is still present, and is not updated as long as it is not acknowledged on the monitor or the central station. The philips field service engineer (rse) confirmed the customers device and provided the user on the device system configuration. Reporting institution phone # (B)(6). Reporter phone # (B)(6). Reporting address state (B)(6).